Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after bypassing to fill. The patient discovered she was not properly connected to the stay safe during fill 1 of 1 of treatment. Fluid leaked from the connection. The patient reported receiving an air detected in cassette alarm during drain 0 of 6 of treatment and the treatment was cancelled. The patient was advised to reset up treatment using new supplies. Additional information has been requested but has not been obtained.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. Based in the complaint description the alleged event is confirmed since the incident was caused by the user. The user performs an unsecure connection from the patient connector to patient catheter which cause the alarm message reported, air detected in cassette, and the fluid leak from the patient connection. In addition, the insert label that is included in the packaging of the product contain indications, and warnings to perform a securely connection. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after bypassing to fill. The patient discovered she was not properly connected to the stay safe during fill 1 of 1 of treatment. Fluid leaked from the connection. The patient reported receiving an air detected in cassette alarm during drain 0 of 6 of treatment and the treatment was cancelled. The patient was advised to reset up treatment using new supplies. Additional information has been requested but has not been obtained.